Event description:
Procedure: lar. According to the report: the distal part of rectum was cut by the ta device, and when the eea was inserted from the stump, an air leakage occurred from the middle of the staple line. Additional suturing was done and anastomosis was completed, but the donut tissue was partly torn. Converted to artificial anus. Oozing was under 200cc, and nothing fell into the patient's cavity. The procedure was extended more than 30 minutes. Patient is under observation.